Manufacturer narrative:
Review of the device mfg record history. Review of the device mfg record history confirmed device met pre-release specs.

Event description:
On (B)(6) 2010, a gore hybrid vascular graft was implanted for an av access application. The procedure was performed in the pt's left upperarm, connecting the gore hybrid vascular graft to a previous av graft (inflow artery - brachial; outflow vein - axillary). Twenty-eight days post-implant, the pt presented with a stenosis in the outflow vein. An angioplasty with a 7x8 balloon was performed "at the transition between stent and graft". The gore hybrid vascular graft had been cannulated.